Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('migration/perforation'). In an adult female patient who had essure (batch no. 948831), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), and dysmenorrhoea ("painful cramps on both sides monthly since 2013"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingooopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and uterine perforation to be related to essure. The reporter commented: essure insertion detail: the essure was placed in both fallopian tubes. 8 coils on the right, and 6 coils on left. She tolerated the procedure well and was instructed to return for hsg in 3 months. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on (B)(6) 2012, migration of the right essure coil. Lot number: 948831, manufacturing date: 2012-02, expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020, quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (batch no. 948831) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful cramps on both sides montly since 2013"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingooopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and uterine perforation to be related to essure. The reporter commented: essure insertion detail: the essure was placed in both fallopian tubes. 8 coils on the right and 6 coils on left. She tolerated the procedure well and was instructed to return for hsg in 3 months. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on (B)(6) 2012: migration of the right essure coil. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.